Manufacturer narrative:
B3: date of event is an estimated date based on the aware date as the exact event date was not reported.

Event description:
It was reported that balloon rupture occurred. The patient presented with chest pain and anterior st-elevation. Vascular access was obtained via the right radial artery. Angiography revealed severely calcific coronary disease with a 99% mid left anterior descending artery (lad) stenosis with timi 2 flow and a 99% proximal large diagonal stenosis. A 2.50mm x 12mm emerge balloon was unable to dilate the lad at 20 atmospheres (atm) because of the heavy calcification and the balloon ruptured. A cutting balloon was then selected but would not cross the lesion. A 2.00mm x 12mm nc emerge balloon was selected to dilate the diagonal and that balloon ruptured at 12 atm. A local dissection in the diagonal was also noted and a non-boston scientific (bsc) balloon was selected to successfully dilate the lesions at 12-14 atm. The lad was then stented with a 2.25 mm x 20 mm synergy drug eluting stent at 18 atm and the diagonal stented with a 2.25 mm x 12 mm synergy stent at 16 atm. A non-bsc guide extension catheter was used to assist in the balloon and stent placements and the end result was excellent. This was a bifurcation or v stent and the lad stent had to be redilated after stenting the diagonal. No patient complications were reported.